Manufacturer narrative:
The smiths medical pump was returned for analysis. No physical damage was found on the pump. There was evidence in the event log of the initial complaint. The error code "(B)(6) was not duplicated during the power up process and infusion test. The main circuit board was replaced as a preventative maitenance measure but no fault was found with the pump.

Manufacturer narrative:
Investigation completed on a smith medical cadd solis vip 2120 pump has been completed. Event log was opened and revealed complaint of alarm lec 44509. However, when testing was done to duplicate report,the event of the complaint could not be duplicated. Decision was made to replace the main board as preventive due to the event log revealing complaint. Device was in good physical condition and passed all functional and delivery testing. Unknown cause of event. Device arrived in good physical condition and ready for service.

Event description:
Information received a smiths medical cadd solis vip pump alarmed lec 44509. Event occurred during testing, therefore no patient involvement.